Manufacturer narrative:
Updated data: b5, h6, additional codes. Corrected data: additional codes. Annex f code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cuspal overlap technique was used, and training guidance for slow deployment was performed. The dcs was not twisted or torqued at any point during deployment. Prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the guidewire. The injury in the ascending aorta appeared to be a perforation. It was noted that the second valve was also explanted. Per the physician, the perforation was caused when using a snare to reposition the valve above the ascending aorta, and it was unclear whether the second valve and second dcs contributed to the perforation; however, the guidewire did not cause or contribute to the perforation. Per the physician, the cause of the dislodge was suspected to be the dcs interacting with the valve during withdrawal, and the patient's calcification contributed to the dislodgement. There were no additional procedural observations that may have impacted this event.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a 26-millimeter (mm) valve was deployed in that it was p ositioned 3 mm from the non-coronary cusp (ncc) and 3 mm from the left coronary cusp (lcc). As the delivery catheter system (dcs) was withdrawn, the valve embolized and migrated above the patient's aortic annulus. The physician then utilized a snare to reposition the valve above the ascending aorta. A second valve was then prepared and inserted into the patient via a dcs. Upon the second deployment of the second valve, the patient's diastolic blood pressure dropped to 25 millimeters of mercury (mm hg). In turn, further evaluation was carried out which revealed that there was an acute tear in the ascending aorta adjacent to the outflow crown of the first dislodged valve. With these findings, the patient was emergently transferred to open-heart surgery.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves. H6: the codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.